Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken off. It was not returned with the device. The suture, cuffs, needle tip and link were not returned with the device. A review of the device history record for this lot did not produce any findings relevant to this report. A formal investigation was opened for foot breaks with the perclose a-t. The probable root cause was determined to be that the needle tip may have been deflected low and hit the actuator wire slot which caused the foot to break. Corrective and preventative actions have been identified and initiated.

Event description:
Reported due to foot break found during device investigation. Report received from analysis of the perclose a-t (closer ak) device that the foot was broken and not returned with the device. The physician attempted an arteriotomy closure with the device after an unk procedure. A knot lock was experienced and "the knot would not slide down." The device was removed and hemostasis was successfully achieved with a second perclose a-t device. It is unk whether the patient experience any adverse events; however, no adverse events were reported. Although requested, no additional patient information was provided.